Event description:
The customer reported diminished fiber vaporization at 195,352 joules during a prostate procedure. The case was completed with a second fiber. There was no harm to the patient.

Manufacturer narrative:
The customer's initial report of diminished fiber vaporization, is not considered a reportable issue. The device was returned to the manufacturer and analyzed. Upon analysis of the returned fiber, the fiber cap was found to be fractured and partially broken off, and showed signs of burning/over heating. Based on the analysis findings, the fiber condition would result in forward firing of the side firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or and anatomical/procedural factors encountered during the procedure. The product labeling warns that tissue contact, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage.